Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Patient reported that they had a groshong PICC placed (B)(6) 2015 and had it removed on (B)(6) 2016 because of a hole near the butterfly wing at the 51 or 52 mark. Patient stated that nothing "snapped" it. Patient stated that they developed an infection because of the reported hole and is now on antibiotics. Patient experienced fever and chills.